Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary urge incontinence and urinary/bowel dysfunction. It was reported that they needed to have someone check their stimulator. It was not working. They were wetting their pants all the time. The return of symptoms had been going on for about 6 months. The patient had not had any falls, accidents, or medical procedures. The agent walked the caller through checking their settings. The patient was on program 2 at 1.5 ma. The patient said the stimulation was zapping them hard. They said when the doctor first put the device in it wasn't zapping them. The caller said they had tried all programs. The agent reviewed if they had tried all programs they would need to go back to the doctor. They could consider custom programs. The issue was not resolved through troubleshooting. The patient was redirected to their h ealthcare provider to further address the issue. The patient couldn't remember the name of their doctor that managed their stimulator. The patient had gone to their interstim doctor and they said they didn't know what they could do. The patient said their primary care doctor offered to let them use their office for a manufacturer representative (rep) to come and see the patient. The agent sent an email request to the rep to contact the patient.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.